Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer was unable to interrogate with a device. As a result the hard drive was reconfigured and software was reloaded. It was also noted that the system fan was noisy, the handles on the cases were broken, the programmer was unable to find a wireless device, therefore the radiofrequency transceiver was replaced. Product ID: 2067; product ID: 229047. (B)(4).

Event description:
It was reported that the programmer was unable to interrogate a device. Both the programmer and the radio frequency programmer head were returned to service. It was indicated that there was no patient involvement associated with this event.